Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician during a trial procedure, the physician was unable to access the epidural space to implant the trial lead. After multiple attempts, the physician decided to abandon the procedure.